Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer believed that the settings needed adjustment from the healthcare provider (hcp). Glucose tablets and juice was consumed to treat bg. Recommendation was made to consult with hcp regarding diabetes management.